Event description:
The valve was implanted last november. However, the pt suffered from disturbance of consciousness on feb 6th. The doctor found the ventricular enlargement later. The doctor wants to know the reason of the event.

Manufacturer narrative:
The incident has been reported to MFR on 02/2010. Results of analysis will be developed in a f/u report.